Manufacturer narrative:
Qn# (B)(4). The customer did not return a complaint sample; however, they supplied a photo showing an ext dwell catheter. Visual analysis revealed that the catheter body had separated directly adjacent to the juncture hub. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "indwelling catheter should be routinely inspected for desired patency, security of dressing, and possible migration". The IFU also states, "always keep needle/handle stationary while threading catheter. Do not retract needle/handle while threading catheter. Failure to keep needle/handle stationary may prevent catheter from threading into vessel". The report that the endurance catheter separated was confirmed through analysis of the customer supplied photos. The image showed that the catheter had separated directly adjacent to the juncture hub; however , the actual complaint sample was not returned for analysis. A device history record review was performed , and no relevant findings were identified. The probable cause of the catheter damage could not be confirmed without the actual complaint sample returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: nurse said the pump alarm was going off for their endurance catheter. When they checked the catheter they said it was leaking so they decided to do a dressing change. While they were doing a dressing change they realized the catheter was fractured and in two pieces. They were able to retrieve both pieces. They removed the line and placed a different product. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: nurse said the pump alarm was going off for their endurance catheter. When they checked the catheter they said it was leaking so they decided to do a dressing change. While they were doing a dressing change they realized the catheter was fractured and in two pieces. They were able to retrieve both pieces. They removed the line and placed a different product. No patient harm reported. The patient's condition is reported as fine.